Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 56 mg/dl. The customer treated with glucose tablets and two peppermint patties. The customer mentioned that she felt sick and passed out at school. The customer was wearing the insulin pump during the hospitalization. The customer also mentioned no delivery alarm. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.